Manufacturer narrative:
UDI not available as product was manufactured on or before 23 september 2014.

Event description:
It was reported that the patient presented for generator change. During the procedure, the right ventricular lead was tested on the pacing system analyzer and the pacing impedance was measured to be twice the upper limit. The device was explanted, and the lead was capped on (B)(6) 2022. The patient was stable.